Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump calculated a bolus amount that was larger than what the customer expected to observe. Review of the pump settings verified that the customer had entered the carbohydrate ratio as 1unit: 1gram instead of the intended 1unit: 7grams. The customer verified that a bolus had not been delivered based off of the inaccurate values. Tandem technical support assisted the customer with successfully adjusting to the accurate setting. There was no reported impact to the customer's blood glucose level.